Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in set) during drain 2 of 4 on the homechoice (hc). The home patient (hp) had disconnected in dwell cycle and re-connected and now the hc was alarming. The technical service representative (tsr) explained the alarm and help hp clear the alarm by turning the hc off and on. Proper procedures per the user manual were reviewed with the hp. The hp will finish with a manual bag and contact his registered nurse. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of damaged tubing. The report was not confirmed due to a lack of sample and the root cause was undetermined. A batch review was performed on the associated lot with no issues noted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This complaint file addresses product sample 5 of 15 reported 7/28/2010. During a follow up call to the home patient (hp) by product surveillance, the hp reported that four (4) cassettes were found with the tubing crushed and unusable. On (B)(4) 2010, product surveillance spoke with the hp who confirmed that the damaged cassettes were not used; the damage was noted prior to therapy. On (B)(4) 2010, product surveillance spoke with the hp who stated, the external box of this product lot was not damaged. The hp stated approximately half of the case of the cassettes (15) had to be discarded due to crushed tubing. The hp stated, the 15 cassettes he disposed of all had 'u' shape damage and the tubing was unusable. The hp stated, there were a variety of lines damaged; there was no trend of specific line. However, the hp stated all lines were crushed above the clamps. The hp stated, it appeared the clamps caused the damage to the tubing by how the cassettes were packaged. The hp stated, he has had no issue with his new lot of supplies and has seldom had issues with product in the past. There was no patient injury or medical intervention. No further information is available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure. The sample was discarded. Should additional information become available, a follow up MDR will be sent.